Event description:
Report received of the "bolus cord delivered an unwanted bolus dose as soon as it was plugged into the pump". A post-operative patient was to receive an unspecified medication for pain management via an aim plus pump through an epidural infusion. The pump was programmed in the continuous plus bolus mode to deliver a rate of 8ml/hr and a bolus dose of 3ml, lockout interval unknown. A bolus dose of 3ml was delivered at once when the cord was inserted into the pump. The nurse removed the cord from the pump. The patient was reportedly awake and speaking to the nurse after the incident occurred. The pt was evaluated by an anesthesiologist while in pacu. There was no problem reported. The pt was subsequently transferred to the ICU related to post-operative medical condition and was reported to be "oversedated" upon arrival to the unit. The pt did not require any medical intervention. The pt did not experience any adverse sequelae.